Manufacturer narrative:
(B)(4). Instradent USA, inc is submitting the report on behalf of (B)(4).

Event description:
(B)(4). The dentist reported after the dental implant was installed in intraoral region #6 it was verified its non osseointegration. Patient had bone type ii - iii and fenestration occurred during surgery.